Manufacturer narrative:
A complete analysis and testing of two opened and used enlite sensors. Performed the continuity resistance test on one opened and used sensor and the sensor passed per specifications however, failed the bicarbonate buffer test for low readings. A visual inspection was performed on one opened and used sensor found the sensor cannula was retracted inside of the sensor base, no broken cannula was found during the analysis; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a sensor error, change sensor alarm and sensor anomaly. The customer agreed to return sensor for analysis. The customer's blood glucose was 200mg/dl.